Manufacturer narrative:
Omit : a140504 - inaccurate delivery (2339), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the IV line split inside pump, biomedical engineer reported an error with lvp module and dedicated line disconnected with in the module during use. There was no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the IV line split inside pump, biomedical engineer reported an error with lvp module and dedicated line disconnected with in the module during use. There was no harm to the patient.